Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported on (B)(6) 2017 that the patient could not charge the implantable neurostimulator (ins). Additional information was received from the consumer on (B)(6) 2017 reporting that there was poor communication. The last time the patient felt stimulation was a couple of months ago. The last time the patient had been able to charge the ins successfully was a couple of months ago. The patient had stopped using the device because they could not get the battery to charge. It was reported that the reason for not charging was a implantable neurostimulator recharger (insr) problem. It was reported that a couple of months ago the patient had hit their implant after taking a heavy tire off a shelf. The tire swung down and hit their implant. During the call troubleshooting was attempted but the reposition antenna screen was seen on the insr. The patient could not get the patient programmer to power up. The patient reported that they had just but in new batteries. It was reported that the patient programmer came on for a second and then went blank. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.